Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. . In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Exact date of the event is not known. First of the month has been used. A separate MDR for this event is being sent for liberty cycler set. All information available to the manufacturer at this time has been provided.

Event description:
A peritoneal dialysis (pd) nurse reported a patient on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) experienced peritonitis at an unknown date and was hospitalized at an unknown date for ongoing issues with abdominal pain, low blood pressure and peritonitis. The patient reported drain complications during treatment on (B)(6) 2015 and challenges during the setup of the treatment. Additional follow up with the patient's pd nurse on (B)(6) 2015 revealed the patient was able to complete treatment manually and that the patient wished to discontinue dialysis. She further stated the patient was currently being taken care of in the hospital and would later go into hospice. It is unknown when the patient stopped dialysis treatments and when the peritonitis occurred. Further information was requested from the patient's pd nurse, to obtain patient's medical records and hospital records, however, no further information was provided. The nurse stated the patient's file was closed as the patient decided to go into hospice.